Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to occlusion. A spectranetics lld lead locking device (lld) was inserted into the lead to provide traction. Switching back and forth between a spectranetics 11f tightrail rotating dilator sheath and spectranetics 16f glidelight laser sheath, the rv lead was removed. Upon removing the lead and laser sheath, there was no significant change in blood pressure. When preparing for implantation of a new rv lead, the patient¿s blood pressure dropped, and rescue efforts began, including sternotomy. An svc perforation was discovered and repaired, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.